Manufacturer narrative:
The event of a procedure abandoned due to scar tissue preventing a migrated lead from being replaced was reported to abbott. The patient had one lead that provided stimulation to the right leg. The migrated lead was left implanted. The patient will decide if they want to pursue a lead revision to address the low back pain. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's revision procedure was abandoned due to the physician not being able to implant the new lead.